Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 2420-0007 and lot#: 24026279 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following: primary IV tubing, bd#: 2420-0007, lot#: 24026279 with expiration date: 2027-02-27 had failure / separation. Tubing separated from safety clamp at base of infusion pump channel causing loss of medication (zoledronic acid) from line. This is the third set of this tubing and lot number that has failed today, the other two came apart when setting up the IV pump, when removing the long blue protector over the pump segment of tubing.